Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event could not be confirmed; the reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the subject stent was properly implanted at desired place. When packing the aneurysmal sac, the microcatheter has been expelled, generating loops of coils between the meshes of atlas stent. As the investigation indicates that the microcatheter moved unexpectedly causing the issue event, an assignable cause of caused by other will be assigned to this complaint.

Event description:
It was reported that during stent-assisted coiling of an aneurysm located at the left posterior cerebral at basilar, the stent was properly implanted at desired place. When packing the aneurysm sac with coils (subject devices) through a microcatheter, the microcatheter expelled, generating loops of coils between the meshes of the stent. It was confirmed that recanalization was a consequence of the extrusion. There were no clinical consequences to the patient.

Manufacturer narrative:
This is the second of 2 reports. Device remains implanted.

Event description:
It was reported that during stent-assisted coiling of an aneurysm located at the left posterior cerebral at basilar, the stent was properly implanted at desired place. When packing the aneurysm sac with coils (subject devices) through a microcatheter, the microcatheter expelled, generating loops of coils between the meshes of the stent. It was confirmed that recanalization was a consequence of the extrusion. There were no clinical consequences to the patient.